Event description:
It was reported that, during the occlusion the physician noticed the balloon had deflated itself after he performed the pre-dilatation and the stenting. After he removed the guard wire from the patient, he inflated it and noticed a leak from the inflation hole of the guard wire. The physician performed the post-dilatation using another percusurge occlusion device and ended the ptca without any further problems. Note: during the preparation, the system had no abnormalities.